Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the user¿s experience cannot be conclusively determined at this time. The most likely cause of the reported event can be attributed to the device coming in contact with a hard or metallic object during use. The instruction manual warns users: ¿during the procedure, check the device and cord regularly for damage. Do not activate the device while adjacent to or in contact with other metallic objects or other devices. Unintended tissue injury and/or damage to the contacted object or device may occur.¿

Event description:
Olympus was informed during a therapeutic laparoscopic hysterectomy procedure, after a 30-40 minute use, the device was handed back to the scrub nurse with the entire tip separated from the shaft. It was reported that no device fragment fell into the patient. There was no bleeding reported. The intended procedure was completed with a similar device. Additionally, it was reported that the device was inspected prior to the procedure with no anomalies found.

Manufacturer narrative:
The device was returned to olympus for evaluation and based on the visual inspection, the hub was found to be fractured under the heat shrink. The device appears worn; no functional testing could be performed due to the as received condition of the device. The most likely cause of the reported device damage is attributed to excessive force or torque being applied to the distal end of the device during use or cleaning.